Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a bone fracture and femoral stem loosening after a fall. Updated (B)(6) 2016 review of provided patient x-ray confirms the reported periprosthetic femoral bone fracture. The femoral head is dislocated from the acetabulum. Adding the femoral head and acetabular liner to the complaint for dislocation.

Manufacturer narrative:
Patient was revised to address a bone fracture and femoral stem loosening after a fall. Examination of the reported devices was not possible as they were not returned. Review of provided patient x-ray confirms the reported femoral bone fracture. A search of the complaints databases identified no other reports against the provided product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.